Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that chair came to a complete stop, and the end user was pushed home.